Event description:
The technician alleged that when the brakes were activated the left head caster would pivot. No injury reported.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.